Manufacturer narrative:
The insulin pump was received unresponsive up arrow button due to corroded keypad trace. Unable to perform displacement test due to unresponsive button. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was trying to change the infusion set when the insulin pump's keypad stopped working. She was unable to move forward with the reservoir set up. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.